Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote transmission shows the patient was in an atrial arrhythmia. When the patient was in the office, the rhythm was normal. The diagnostics still showed this after re-interrogation. The device is still in use. No patient complications have been reported as a result of this event.